Event description:
I had bard y-mesh implanted for a pelvic organ prolapse. Since that date, I have had urinary retention. I had to be shown how to self-catherize. I have had vaginal pain, abdominal pain, pain with intercourse, low back pain, bleeding and general feeling of fatigue. Chronic inflammation and chronic abdominal and low back pain, vaginal pain/pressure, bleeding, urinary retention (I have to self-catherize).